Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patients not crossing over, multiple station was affected. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ es server, patients not crossing over, multiple station was affected. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, unique identifier (UDI), medical device serial and medical device model and section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to bloated message queues in the carefusion coordination engine (cce), which delayed xml message processing and prevented patient and order data from syncing. A technical support specialist dialed into the server, ran a downtime query, and identified that messages were bloated but actively draining. No changes were made to the system configuration, but the messages were draining. The tss monitored the message queue until it cleared and confirmed with the customer that new patients and orders were crossing over successfully. Both ICU and central pharmacists verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.